Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Manufacturer of device is unknown. Device remains implanted.

Event description:
Healthcare professional additionally reports "tear adjacent to filling valve." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a crease fold, an opening and wear abrasion. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp edged opening assessed as an unidentified tear opening. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the anterior assessed as unidentified (tear) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.